Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no symptoms related to this event. It was noted that the pushwire was bent when the package was opened. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pushwire was bent in the package. There was pushwire damage, break in the proximal section. Device was never implanted. The healthcare provider (hcp) discarded the product. The procedure was completed well using another pipeline vantage. There is no patient involvement with this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.